Event description:
It was reported that during an internal fixation procedure, the rdce frcps w/ pts {} brd was used to try and reduce a shortened tibia to length. It was noticed that the tip of the device had broken off and an x-ray confirmed that the piece is stuck in the bone. Attempts to remove it were unsuccessful. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed one side of the tip of the forceps is fractured off. The fractured tip was not returned. The device shows signs of wear from use. This inspection was conducted by the naked eye. The clinical/medical investigation concluded that, based the information provided, a procedural variance vs user error could not be ruled out. The instructions for use files do warn, ¿prior to use, examine the instrument for possible damage, and to assure proper functioning.¿ the non-implantable retained tip of the rdce frcps w/ pts {} brd is comprised of stainless steel and the rdce frdcps is an externally communicating device, it is neither manufactured nor intended for implantation. Nor has it been approved for long-term internal tissue exposure and long-term implantation data is not available. Since it was reported the tip was retained in the patient¿s bone micro-motion/migration is unlikely. The patient impact was determined to be the retained non implantable tip. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.